Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+. Two triclip xtw clips were implanted, reducing tr to a grade of 1+. It was noted that post deployment both clips were stable. However, after the patient extubated, changes in cardiac rhythm was observed, and became frequent. A transesophageal echocardiogram (tee) was performed, and revealed that the second clip, a triclip xtw, had detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3+. On (B)(6) 2026 a second triclip procedure was performed, and one clip was implanted, reducing tr to a grade of 1+.